Event description:
Treatment of an aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment and was removed from the patient.no patient injury reported.

Manufacturer narrative:
The device has been returned for analysis, but requires additional investigation which is not complete at this time. A follow-up report will be submitted when the investigation is completed. (B)(4).